Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a break is confirmed and was determined to be use related. One assembled groshong nxt clearvue catheter was returned for evaluation. An initial visual observation showed the catheter was returned in two pieces and was observed to be separated at the distal end of the extension leg tubing. Use residue was observed on the returned sample. Tensile weakness was observed throughout the entire length of the extension leg. A microscopic observation revealed the break in the extension leg was about 3 mm within the hub of the connector. The fracture surfaces were observed to be mostly flat and granular, which is indicative of a tearing failure mode. The tensile weakness observed throughout the length of the extension leg as well as the fracture surface features suggest the extension leg failed due to excessive tensile (pulling) force. A lot history review (lhr) of recx2221 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was disconnected from the catheter connector since the patient with dementia pulled the catheter lightly (they told the patient could not applied strong force). There was no reported patient injury.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx2221 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was disconnected from the catheter connector since the patient with dementia pulled the catheter lightly (they told the patient could not applied strong force). There was no reported patient injury.